Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the third inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.